Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not turned on after inserting brand new battery. The customer¿s blood glucose level was 169 mg/dl. Customer was instructed to remove battery, wait for the insert battery alarm before inserting new battery. Customer was advised to ensure that the battery was securely fastened and battery slot was aligned horizontally with insulin pump. Customer stated display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. Unable to verify blank display anomaly due to critical pump error (open book image) alarm.